Event description:
On 13-may-2026, it was reported by a sales representative via (B)(4) that an ar-9236-03pp vaultlock glenoid central peg broke off in the patient. This occurred during use in a case with no patient impact. All fragments were retrieved from within the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.